Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a patient underwent an idiopathic ventricular tachycardia - left (l-idvt) procedure with a thermocool smarttouch catheter and due to this kink/bend, the catheter was stuck and had to be pulled out quite forcefully with risk of damaging the vessel. The thermocool smarttouch catheter was permanently kinked during maneuvering of the catheter in the aorta, towards the aortic valve region. Due to this kink/bend, the catheter was stuck and had to be pulled out quite forcefully with risk of damaging the vessel. No damage was reported in the end. The catheter was replaced. The procedure was not delayed due to the reported event. The procedure was successfully completed. There was no patient consequence. Additional information was received on 10-jul-2024. There was difficulty in removing the catheter, but no damage to the patient was reported after successfully removing the catheter. No ring or electrode damage, but the catheter was permanently kinked near the distal part (but more proximal than the proximal electrodes). This damage happened due to the handling of the catheter by the physician.

Manufacturer narrative:
It was reported that a patient underwent a patient underwent an idiopathic ventricular tachycardia - left (l-idvt) procedure with a thermocool smarttouch catheter. Thermocool smarttouch catheter was permanently kinked during maneuvering of the catheter in the aorta, towards the aortic valve region. Due to this kink/bend, the catheter was stuck and had to be pulled out quite forcefully with risk of damaging the vessel. No damage was reported in the end. The catheter was replaced. The procedure was not delayed due to the reported event. The procedure was successfully completed. There was no patient consequence. The device evaluation was completed on (B)(6) 2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed a bent mark in the middle shaft area and no wires exposed were found. During the inspection, no other damage or anomalies were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Since a bent mark was found in the shaft, this failure could be related to the device being stuck, and the resistance felt during the manipulation; therefore, the customer complaint was confirmed. The potential cause of the condition observed in the device could be related to the wrong size sheath used during the procedure. The catheter instructions for use (IFU) contain the following recommendations: to verify compatibility between the sheath and the catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. With a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to user (d11) / component code: rod/shaft (g04112) were selected as related to the customer¿s reported ¿kink/bend, the catheter was stuck and had to be pulled out quite forcefully with risk of damaging the vessel¿ issue. In addition, biosense webster inc. Analysis finding of the ¿bent mark in the middle shaft area¿. -investigation findings: usage problem identified (c23) / investigation conclusions: cause traced to user (d11) were selected as related to the customer¿s reported ¿kink/bend, the catheter was stuck and had to be pulled out quite forcefully with risk of damaging the vessel¿ issue. During an internal review on (B)(6) 2024, noted a correction to the 3500a initial under d4. Primary UDI number as it should have been processed as (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 20-aug-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).